Event description:
It was reported that oversensed noise resulted in inhibited pacing. The device was explanted and replaced.

Manufacturer narrative:
The reported field event of noise could not be reproduced in the laboratory. The device was tested on the bench and using automated test equipment and passed all tests. No noise was observed during testing.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.